Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. It was presumed that communication failure occurred due to the disconnection of the cable, and image defects and noise occurred. The cause of the cable disconnection could not be identified.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on october 28, 2021, it was found that the image noise was generated due to cable disconnection.there was no report of patient injury associated with the event.